Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that mixing pump in arctic sun device failed, preventive maintenance. Per wo update on (B)(6) 2022, arctic sun device did not cool correctly, probably a mixing pump failure, preventive maintenance.

Event description:
It was reported that mixing pump in arctic sun device failed, preventive maintenance. Per wo update on 29-nov-2022, arctic sun device did not cool correctly, probably a mixing pump failure, preventive maintenance. Per additional information received on 05jan2023, issue was resolved with a new mixing pump.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.